Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 138 mg/dl. Customer reported battery went dead. Pump has circle green , red shield, and question mark and active insulin updating. Troubleshoot was performed for pump error alarms and hardware low level failures was occurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies or battery failures noted. Power connector plug in and locked in place properly. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Pump error alarm (variable 3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. No cosmetic damage noted.